Event description:
Drainage catheter broke at the white hub, due to the leak the patient had a pneumothorax. Connecting tube 404343015, lot 11410970. Report for this item has been provided as well.

Manufacturer narrative:
It is unknown if the sample will get returned for evaluation or not. Customer was notified to let manufacturer know about sample status. A follow- up report will be submitted once more information is available.

Event description:
Drainage catheter broke at the white hub, due to the leak the patient had a pneumothorax. Connecting tube 404343015, lot 11410970. Report for this item has been provided as well.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of returned product from the customer was performed. Sample was visually inspected and found drainage tube breakage/separated from the hub. Customer returned drainage hub and drainage tube. Drainage tube length was 1.8cm and drainage tube breakage was 2mm from printed 6f mark (product identification). According to the drawing, te400137ma mark is 15mm +/- 0.5mm from the drainage hub. Most likely drainage tube's one piece was missing (between the hub and the returned drainage tube). During the evaluation, it was identified that drainage tube did not break, drainage tube was cut from the drainage hub and the complaint was confirmed. A conclusive root cause could not be determined. A possible root cause for the complaint could be user error. Most likely user accidentally cut the tube. No corrective action is required at this time because a manufacturing defect could not be confirmed.